Manufacturer narrative:
This case was reported in error and will be considered a duplicate of pr (B)(4). Device investigation is pending the return of the device. Device investigation will take place on pr (B)(4) with MDR # 3030677-2025-001649.

Event description:
It has been reported that the device is failing self-test.